Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion day pump had been accidentally used in the night and the patient received 4.4 ml/h instead of 2.8 ml/h. Per reporter the patient slept well, had energy and had a better start up. It was reported that subsequently the continuous dose on the night pump was requested to be increased in steps of 0.2ml/h per week from 2.8 to 3.4 ml/h. No adverse patient effects were reported.